Event description:
Customer reported that wake button on top of pump was sticky and required multiple presses to light up the pump screen. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding further actions or outcomes.